Event description:
It is reported that the device was implanted in 1999. Post-op, the pt apparently developed evidence of aseptic osteolytic lesion. The device was revised in 2006.

Manufacturer narrative:
Eval summary: cause cannot be definitively determined. Eval: product and x-rays were not returned for eval. Device history records indicate device manufactured and packaged to specification.